Event description:
Painful and swollen insertion site with redness noted. This is a trend that we have noted. The physician has had several within the last month.======================manufacturer response for introducer sheath, (brand not provided) (per site reporter)======================not known at this time.